Event description:
Additional information was received and it was reported that the cause of the pump flipping was not determined.

Event description:
Additional information from a healthcare professional indicated that the pump was re-positioned and re-sutured and the catheter was replaced during the revision surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when catheter analysis is complete. Results applies to the 8781 catheter with lot# n524625005. Conclusion applies to the 8637-40 pump with serial# (B)(4); conclusion applies to the 8781 catheter with lot# n524625005.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 1.0009 mg/day until (B)(6) 2015 and then changed to 1.1521 mg/day on that day) and bupivacaine (30.0 mg/ml at 15.014 mg/day until (B)(6) 2015 and then changed to 17.282 mg/day on that day) via an implantable pump in simple continuous mode. The pump's indication for use (IFU) was listed as non-malignant pain. It was noted during a scheduled pump refill appointment that the pump had flipped; the pump flip caused the catheter to kink, which resulted in a reservoir volume discrepancy: a 14.3 ml underinfusion. The pump inversion was confirmed through examination on (B)(6) 2015 and the volume discrepancy was found on the same day. The patient experienced increased pain. The pump and catheter were revised. The event resolved without sequelae on (B)(6) 2015. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Analysis results revealed that the 8781 catheter body had significant twisting that may have affected infusion and that there was damage to the transition tube. Please see report for method and result codes; these new codes apply to the catheter. Result code no longer applies to the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.